Manufacturer narrative:
Device was used for treatment, not diagnosis. The date of event was reported as (B)(6) 2015. This is also the date of the revision surgery. It is not definitively confirmed that the nail broke on (B)(6) 2015. (B)(4). The subject device is expected to be returned to the synthes manufacturer for evaluation. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report synthes (B)(4) reported an event in (B)(6) as follows: it was reported that revision surgery on was performed (B)(6) 2015 due to a broken proximal femoral nail antirotation (pfna). The nail was originally implanted on (B)(6) 2015. The surgeon stated that the nail may have broken due to it being the incorrect implant for the type of fracture being treated. According to the surgeon, the fracture should have been originally treated with a long pfna. The revision surgery was successful. The patient was revised to a long pfna 12mm x 380mm, 125 degrees. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and an investigation summary was performed. The investigation of the complaint articles has shown that: we have received back a nail (472.260s) for investigation, here are the findings our investigation: the implant is broken as mentioned in complaint description. A device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. We have measured the diameter at the closest possible position to the breakage place. Based on these findings and on the statement from the surgeons ("the pfna nail may have broken due to the wrong implant being used for the fracture type. This fracture should have been treated with a long pfna nail originally. Surgeon does not attribute the failure to the implant."), no further investigation will be done. No product problem identified. Also we have received a blade (04.027.033s) with the nail back for investigation, here are the findings: we received this part back with visible marks of usage. A device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected. There is also no reported product problem to this part. Based on these findings and that this part isn¿t responsible for the breakage of nail, no further investigation will be done. No product problem identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.